Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted after 35.8 months of service. A similar crt-d was implanted without reported complication. Premature battery depletion has been alleged. To date, there have been no reported patient symptoms associated with this clinical observation.